Event description:
Reporter alleged obtaining a discrepant blood glucose result of 121 mg/dl on the aviva system compared back to back with a result of 54 mg/dl on the lab system when testing was performed within 10 minutes. Reporter alleged that at a separate time, she obtained a discrepant blood glucose result of 181 mg/dl on the aviva system compared back to back with a result of 86 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.